Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an open irritation under her breasts. The patient applied a cream to the irritation and the patient's nurse put gauze over the area to prevent rubbing. Follow-up indicated that the condition of the irritation remained. The medical outcome of the rash is unknown.